Manufacturer narrative:
An image of the reported device was provided for investigation; no device was returned for investigation. A review of the image found a split in the tracheostomy tube just below the neck flange. As the actual device was not returned for investigation, a thorough visual and dimensional examination could not be completed. Investigation was unable to determine a root cause for the split in the device.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient's mother observed that a ventilator was "not functioning properly" during use of a portex® bivona® neonatal and pediatric tracheostomy tube in the last week. During a tube change, the patient's mother noted that the tube had split, which caused a leak on the ventilator system. The tube had been in use for 3 days and had been sterilized once. It was unknown when the break occurred. A desaturation was not observed on the saturation machine at home but the ventilator showed a "leak and low [minute ventilation]." An emergency tracheostomy tube change was required. No permanent injury was reported.